Manufacturer narrative:
The insulin pump was received with no audio or beeping alarms tones due to broken black wire. The device was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, he needed assistance with the no delivery not working. The insulin pump gives him the alarm, but the device doesn't alert the customer. The customer's blood glucose was 200 mg/dl. Self-test was performed and the device did not alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned.